Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, unknown tibial bearing; therapy date unknown. Aaron j. Johnson, siraj a. Sayeed, qais naziri, harpal s. Khanuja, and michael a. Mont ¿minimizing dynamic knee spacer complications in infected revision arthroplasty¿ clin orthop res (2012) 470:220-227. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported in a journal article that a patient had a subluxated tibial component that led to skin breakdown. Attempts have been made and no further information has been provided.